Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging battery charge issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction 9/8/2015 - the narrative field in the initial 3500a report should read as follows: on (B)(6) 2015, the lay user/patient contacted lifescan (lfs) canada alleging that their onetouch verio iq meter would not charge. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the issue first occurred on an unknown date around ¿2 weeks ago¿. The patient stated that the meter would not charge after they had dropped it. The patient informed the csr that they manage their diabetes with a combination of oral medications and/or exercise. The patient denied making any changes to their usual diabetes management regimen due to alleged product issue. The patient stated that ¿2 days after¿ the alleged product issue started they developed the symptom of ¿dizziness¿, however no form of medical treatment was required as a result of this symptom. At the time of troubleshooting the csr noted that the meter would not turn on. The patient was not using the product for the first time and there was no misuse of the product. The patient¿s products were requested for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.